Event description:
It was reported that the energy delivery was insufficient. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer's site. During functional evaluation of the device, the output power was tested, and it was identified that it was within the limits only. Firing through scanner and manipulator was also tested, and it was working fine. Since the investigation was unable to identify any damage or malfunction related to the reported allegation, the investigation conclusion code selected for the complaint is no problem detected.

Event description:
It was reported that the energy delivery was insufficient. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.